Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0349237v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that the patient had lead wires that had broken and they were repaired in (B)(6) 2007. The patient did not recall the details of when they broke or how it happened. If additional information is received, a follow up report will be sent.